Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deploy. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to the failure to deploy include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Attachment: medwatch report mw# (B)(4). Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
User facility medwatch report received that states: "during a coronary angiogram, a perclose prostyle suture-mediated closure system was used to close femoral vessel. A perclose prostyle 6f was inserted into patient and did not deploy, the groin sheet was removed, and hemostasis achieved using angio-seal vip 8f."